Manufacturer narrative:
(B)(4). G2: foreign, event occurred in canada. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure, one of the loops broke while pulling the implant through the knee. Everything was pulled out of the patient and another device was used to complete the procedure. No patient consequences were reported as a result of the event. Attempts have been made and no further information has been provided.